Event description:
Four patient samples with discrepant creatinine results. Patient #1 initial result of 1.4 mg/dl, repeated 2.9 mg/dl. Patient #2 initial result of 1.0mg/dl, repeated 2.4 mg/dl. Patient 3 initial result 0.5 mg/dl, repeat 1.3 mg/dl. Patient 4, initial result 0.4 mg/dl, repeat 1.1 mg/dl. Initial results were reported, patients not adversely affected. The field service representative determined the cause to be a defective sr1 cable. The sr1 cable and cassette grabber cables were replaced. Performance check tests were performed and within specification.